Event description:
Boston scientific received information that after a normal device changeout procedure took place this device was connected to a competitor right ventricular lead and all measurements appeared normal. The patient presented to the physician the next day after falling at home. The patient was concerned that the device may have been impacted as the patient hit their chest. A review of the device showed no sensing or capture at maximum outputs in the bipolar configuration. The pacing impedances were low out of range. A chest x-ray was performed, but was not conclusive. The physician believed that the lead had disconnected from the device header. Meanwhile there was appropriate sensing and capture in the unipolar configuration while the pacing impedance measurement remained low and out of range. The device was reprogrammed to ensure capture. The patient will be reviewed at a later date. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Additional information received noted that a follow up took place. The physician did not perform a revision but instead has left the programming in unipolar configuration with high pacing outputs and has decreased sensitivity to avoid oversensing. The patient was discharged. A check of the device will be performed in the future to confirm normal operation in unipolar configuration, if normal operation is evident the physician will continue to monitor the programmed settings. At this time the system remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4).